Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error, including improper bone preparation and misaligment of the insertion. The complaint allegation was not confirmed as the device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-2323kpslc peeks knotless swivelock failed during use. The first swivelock failure occurred when the locking mechanism did not hold, compromising the functionality of the device. The second swivelock failure involved an issue with the suture on the loop, where it bunched up and was unable to pass through the anchor as intended. This was discovered during an rcr procedure on (B)(6) 2025. Additional information requested on 4/19/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.